Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account submitted a log file for review. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient had multiple tears in the driveline. According to the account, the driveline was repaired using rescue tape. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had multiple tears in their driveline. There were no abnormal alarms or events. The account stated that the tears were repaired with rescue tape. No further information was provided.